Event description:
It was reported that the procedure was to treat an 100% stenosed lesion in the anterior tibial artery with heavy calcification and mild tortuosity. The 2.5x38mm xience prime stent delivery stent (sds) was advance the target lesion; however, with difficulty due to the anatomy. Therefore, the sds was removed from the patient and the shaft was noted to be kinked. Another 2.5x38mm xience prime stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found there was a tear noted on the outer member 5.6cm distal to the outer member to hypotube seal due to a break on the bayonet/support wire of the xience prime sds. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress (kink) was confirmed. The reported difficult to advance could not be tested due to the device condition. Here was a tear noted on the outer member 5.6cm distal to the outer member to hypotube seal due to a break on the bayonet/support wire. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment nonconformities. The electronic lot history record (elhr) revealed no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the stent delivery system (sds) interacted with the patient¿s heavily calcified, mildly tortuous, and 100% stenosed lesion during advancement, resulting in the reported difficulty during advancement. Manipulation of the wire, when resistance was encountered, likely contributed to the reported kinked shaft, the noted torn outer member, kinked hypotube, and bayonet break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.